Event description:
In 2004, the pt's sound processor reportedly was unable to hear while using their sound processor. The pt's family members exchanged external equipment. However, the problem was not resolved. Three days later the pt was seen at the center for device evaluaiton. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.